Event description:
It was reported that the patient experienced recurring incontinence with an advance male sling system. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.